Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that there is a battery issue. The customer wishes to order one or more parts. Unknown if in clinical use at time of event. No reports of patient/user harm or injury. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported issue. Follow-up made to have the follow-up of the previous order. Investigation on going.

Manufacturer narrative:
Upon further review of this record, it was determined that it is a duplicate of an event previously reported under MFR report #2031642-2023-00084. Any additional information will be submitted under the initially reported MFR# 2031642-2023-00084. Updated contact information, contact office entity, and manufacturing site.